Event description:
The customer stated that she got a motor error alarm during the manual prime. Troubleshooting was performed, and no damage to the drive support cap. The insulin pump failed the displacement test. Advised the customer of her out of warranty options, and she agreed to receive a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Unable to test for excessive no delivery alarms due to prime anomaly. No motor error or low reservoir alarm noted and the motor was tested outside of the device and passed. The insulin pump was received with normal operating currents and passed self-test, a21 error test, rewind test, basic occlusion test and displacement test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and scratched reservoir tube window.